Event description:
It was reported that the right atrial lead exhibited a high capture threshold. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead was explanted through laser lead extraction.

Manufacturer narrative:
It was reported that only the distal portion of the lead was returned. A complete analysis of the piece of lead could not be performed.